Event description:
Boston scientific received information that out of range shock impedance levels greater than 125 ohms were noted on the rv lead associated with this device, however, no noise was noted and as the lead was a single coil lead, no issue was suspected therefore no remedial action was taken. However, recently an internal review by boston scientific engineers noted that a device issue may be the root cause of the high shock impedance levels. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.